Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, artmt600034288-c, the recommended size delivery system for use with a 7 mm septal occluder is an 6f. A 7f sheath was used to deliver the device.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 7 mm amplatzer septal occluder was chosen for an atrial septal defect (asd) closure procedure using a 7f amplatzer trevisio intravascular delivery system. During the procedure, the device had a cobra deformation. The deformed occluder was retrieved outside the patient prior to release from the delivery cable inside the patient. There was report of contacts occurred with intracardiac tissue during the occluder deployment. There were no bends or kinks been observed in the delivery sheath. A new 9 mm amplatzer septal occluder was chosen and successfully implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.